Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter during a tlh procedure, the surgeon was attempting to sew the vaginal cuff. She was using the device with a suture and when she had done a couple of passes on the tissue, she opened the instrument and the needle came out. We got a new suture and the exact same thing happened. No tension was put on the needle. To accommodate the issues, we just opened new sutures. They were able to get all the needles from the patient with no issues. She completed the cuff closure with 3 of the reloads. There were no patient issues from this incident. There was no re-operation, etc.